Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Receiver does not boot-up it is stuck on initializing screen continuously. An internal inspection was performed and it passed. The reported event of ceases to function was not confirmed. A root cause could not be determined.